Event description:
It was reported there was noise on the ventricular lead which tripped the lead integrity alarm and brought the patient to the emergency department. It was determined the lead was fractured and programmed off. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant device: 5076 implantable pacing lead, (B)(6) 2005. (B)(4).